Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician was unable to cross the lesion with the 2.75x16 mm taxus express2 drug eluting stent. When the stent was removed, the stent tip was flared. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
H6- as of the date of this report, the device has not been returned for analysis.